Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 double head pump displayed an error during a procedure. There was no report of patient injury.